Event description:
While testing the core universal driver before a procedure it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The device will be evaluated upon receipt.

Event description:
While testing the core universal driver before a procedure it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the motor showed signs of third party repair.